Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) insertion the iab was stiff, hard to advance and became unfurled. During a second attempt the issue recurred. A third iab was inserted successfully. There was no reported injury to the patient. This submission is for the 1st iab used.